Event description:
It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. In (B)(6) 2013, the 50% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery. A 2.5mm emerge balloon catheter was used to pre-dilate the lesion at nominal pressure. A 2.50x12mm promus element plus stent delivery system was deployed to treat the target lesion and a vessel dissection was observed at the distal end of the lesion. They attempted to treat the dissection with the use of a 2.25x12mm promus element plus stent delivery system but the tip of the device came contact with the deployed complaint device and unable to cross the lesion. The procedure was completed with plain old balloon angioplasty using an emerge balloon catheter. Patient recover after the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).